Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that a few weeks after implant (unknown if it occurred in 2019 or 2020), her ins site started to become red and painful. Caller states that her hcp (healthcare professional) determined that the incision site had become infected and gave her antibiotics to help the issue, and the infection has cleared now. Caller states that she and her hcp believe that the area became infected because she had been placing the communicator over the area often. Caller states that her hcp instructed her to make several therapy changes on a regular basis until the infection was found. Once the infection was found the hcp advised her to stop making therapy changes until the infection cleared. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that a few weeks after implant (unknown if it occurred in 2019 or 2020), her ins site started to become red and painful. Caller states that her hcp (healthcare professional) determined that the incision site had become infected and gave her antibiotics to help the issue, and the infection has cleared now. Caller states that she and her hcp believe that the area became infected because she had been placing the communicator over the area often. Caller states that her hcp instructed her to make several therapy changes on a regular basis until the infection was found. Once the infection was found the hcp advised her to stop making therapy changes until the infection cleared. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient gave weight .